Manufacturer narrative:
Citation 1: jacc, march 21, 2017, volume 69, issue 11. Presented on (B)(6) 2017. Citation 2: innovations, volume 12, number 45, 2017, p. S116. Earliest date of presentation used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility of purposeful fracture of a small bioprosthetic surgical valve with a high-pressure balloon to prepare for transcatheter valve-in-valve (viv) implant. All data were collected from six united states medical centers. The study population included 12 patients (purposeful valve fracture prior to viv in 2 and after viv in l0 patients). Two of the 12 patients had been implanted with medtronic mosaic surgical bioprosthetic valve (serial numbers not provided). Among all patients, adverse events with the previously implanted surgical valve included: stenosis and high gradients. There were no intraoperative or postoperative complications involving the transcatheter valves. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.